Manufacturer narrative:
According to the customer, the patient was receiving IV contrast "via power injector" for an "orbital CT scan" when the "2nd port on extension began to spew contrast". The customer reported the "patient did not cooperate with procedure after device failure". The customer reported the patient received "versed" prior to the CT and the medication wore off before the patient was able to get the CT and the "parents elected not to attempt another CT scan". According to the customer a "scout" image was obtained prior to contrast therefore the patient received "radiation without being able to complete full scan". Sample was requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the patient was receiving IV contrast "via power injector" for an "orbital CT scan" when the "2nd port on extension began to spew contrast".